Event description:
A customer reported error messages ¿4019 spec.z-axis home not found and 5022 specimen task¿ on the aia-360 analyzer. The customer restarted the analyzer and confirmed no obstruction inside the carousel. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event and confirmed the errors by reviewing the error log and reproduced the issue while running controls. The fse inspected the specimen nozzle for obstructions; however, none was found. A liquid level sense test was also performed, which verified proper detection of cup and tube depths. While running quality control (qc), the error 4019 spec.z-axis home not found reoccurred. The sampler cable and z-axis home sensor had previously been replaced; therefore, the fse proceeded with replacing the entire sampler assembly. The fse repaired and validated the analyzer by successfully performing required alignments, daily check, quality control run without error, and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for failure mode "5022 specimen task error" on the aia-360 analyzer. There were two (2) similar complaints identified during the searched period, which includes this event. CAPA escalation: error message "4019 spec.z-axis home not found¿ occurs when the home position of the specimen z-axis motor cannot be detected on the aia-360 analyzer. A 13-month retrospective review revealed 6 occurrences of complaints related to the error 4019 failure mode, however further data assessment did not reveal a correlation between the reported events. The reported data did not indicate any similar root cause between the reported events. All causes of the reported errors were corrected prior to reporting patient results. There is no indication of a systemic issue and there is no impact to patient safety, therefore no further escalation required. The aia-360 operator's manual under section 7-1: list of error messages states the following: (4019) spec.z-axis home not found. Description: the home position of the specimen z-axis motor cannot be detected. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. (5022) specimen task error description: specimen arm task execution error. Troubleshooting: turn the power off and on again. Send the printed error report to tosoh local representative. The most probable cause of the reported event was due to faulty sampler assembly.